Event description:
It was reported that the infusion device shut down without first displaying an error or alert message. The patient experienced an elevated blood glucose level over 400 mg/dl. He was able to correct the elevated level via insulin injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).